Manufacturer narrative:
(B)(4). Carefusion currently has the suspect device in house and is in the process of an evaluation. Once the results are available, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the nurse went to the patients room to respond to the ventilator alarm and the ltv ventilator had shut off unexpectedly. The respiratory therapist tried to troubleshoot the ventilator, and it still did not work. The patient was manually ventilated by the mother while the ventilator was switched out. There was no issues with patient or patient harm associated with this event.

Manufacturer narrative:
Vyaire medical was able to duplicate the customer's reported issue. All testing was performed using a good known ac adapter and test patient circuit. During bench testing, the ventilator failed to power on with an external or internal power source. Further inspection of the power board revealed a component overheated. With a good known power board installed, the ventilator functioned properly and passed an extended 72 hour run in test with the customer's settings. The ventilator also passed the ltv final test, which includes many ventilation and alarm functions. A review of the event trace log revealed one ¿ln vent1¿ condition on (B)(6) 2017. All other event trace log entries were consistent with normal ventilator operation. Vyaire medical replaced the power board to address the customer's reported issue.